Manufacturer narrative:
The device was not returned for evaluation. There were no anomalies identified during the internal review of the DHR of the system console. If additional information is received a follow-up report will be submitted. Pneumothorax is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy.

Manufacturer narrative:
(B)(4).

Event description:
Patient was hospitalized one day and released on (B)(6) 2014.

Event description:
The patient suffered a pneumothorax during a superdimension procedure. A chest tube was required. If additional information pertinent to the incident is obtained a follow-up report wil be submitted.